Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawer did not open. The field service engineer (fse) arrived on site and reported to the pharmacy. Once keys and an escort were available, the engineer and escort walked to the building where the station with the reported failed drawer was located. Upon arrival at the station, no storage space failure was detected. The engineer and escort spoke with unit nursing staff, who advised that the previously reported failure was a full-height cubie drawer. The drawer was inspected, and the extractor band guide was found to have a broken pivot point. The cable remained functional, but the drawer was clearly impaired. The drawer was removed from the main station chassis, and the retractor band was replaced. While the drawer was removed, multiple loose medications located between individual cubie pockets inside the drawer were cleared. After replacing the retractor band, the drawer was reinstalled into the main station chassis. The pyxis bus cable was reconnected, and the station was rebooted. The escort logged into the station and successfully tested access to multiple pockets, with no problems or issues found at that time. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer was not opened. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer was not opened. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.